Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had a hysterectomy as a result of essure. This event is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required due to essure, this case is regarded as incident. Other non-serious events were informed. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on 2012. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, extreme menstrual changes, painful intercourse, severe migraines, joint pain, and memory loss. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had a hysterectomy as a result of essure. This event is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required due to essure, this case is regarded as incident. Other non-serious events were informed. Technical analysis will be requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.